Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery: battery / (B)(4) / model #: 1650de / expiration date: asku, UDI #: (B)(4), return date: 2018-01-17, device evaluation anticipated, but not yet begun, mfg date: (B)(4). Heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650de / UDI #: (B)(4), return date: 2018-01-17, device evaluation anticipated, but not yet begun, (B)(4). Heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650de / UDI #: (B)(4), return date: 2018-01-17, device evaluation anticipated, but not yet begun, (B)(4). Heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650de / return date: 2018-01-17, device evaluation anticipated, but not yet begun, (B)(4). Heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650de / return date: 2018-01-17, device evaluation anticipated, but not yet begun, (B)(4). Heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650de / return date: 2018-01-17, device evaluation anticipated, but not yet begun, (B)(4). Heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650de / UDI #: (B)(4), return date: 2018-01-17, device evaluation anticipated, but not yet begun, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that power switching occurred with eight batteries. The associated batteries were exchanged and the power switching resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the returned battery passed visual inspection and functional testing. The reported complaint was confirmed. Investigation is ongoing. Additional products: battery (B)(4). H3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. The reported complaint was confirmed. Investigation is ongoing. Battery (B)(4). H3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. The reported complaint was confirmed. Investigation is ongoing. Battery (B)(4). H3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. The reported complaint was confirmed. Investigation is ongoing. Battery (B)(4). H3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. The reported complaint was confirmed. Investigation is ongoing. Battery (B)(4). H3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. The reported complaint was confirmed. Investigation is ongoing. Battery (B)(4). H3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. The reported complaint was confirmed. Investigation is ongoing. Battery (B)(4). H3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. The reported complaint was confirmed. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: battery/bat211841. Battery/bat211938. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: eight batteries ((B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries met specifications; the devices passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4)and communication errors involving (B)(4) and (B)(4). As a result, the reported event was confirmed. Based on available information, the most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation is evaluating mo mentary disconnections. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that two of the batteries also had a communication error.

Manufacturer narrative:
Corrections: b3, b5, d4, e1, e4, g4, h4, h7, h9, h10 product event summary: eight (8) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries met specifications; the devices passed visual examination and functional testing. Log file analysis revealed that the controller (B)(6) in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(6) and communication errors involving (B)(6). Data log files also revealed multiple instances involving (B)(6) where the battery's relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. As a result, the reported events were confirmed. Based on available information, the most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. Additional products: d4: catalog #: 1650de / expiration date: 30-nov-2016 / serial #: (B)(6) h3: yes dev rtn to MFR? Yes h4: mfg date: 30-nov-2015 h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 12 d4: catalog #: 1650de / expiration date: 31-jan-2017 / serial #: (B)(6) h3: yes dev rtn to MFR? Yes h4: mfg date: 31-jan-2016 h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 12 d4: catalog #: 1650de / expiration date: 31-dec-2016 / serial #: (B)(6) h3: yes dev rtn to MFR? Yes h4: mfg date: 31-dec-2015 h6: FDA method code(s): 4112 d4: catalog #: 1650de / expiration date: 31-dec-2016 / serial #: (B)(6) h3: yes dev rtn to MFR? Yes h4: mfg date: 31-dec-2015 h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 12 d4: catalog #: 1650de / expiration date: 31-dec-2016 / serial #: (B)(6) h3: yes dev rtn to MFR? Yes h4: mfg date: 31-dec-2015 h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 12 d4: catalog #: 1650de / expiration date: 31-oct-2017 / serial #: (B)(6) h3: yes dev rtn to MFR? Yes h4: mfg date: 31-oct-2016 h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 12 d4: catalog #: 1650de / expiration date: 31-dec-2016 / serial #: (B)(6) h3: yes dev rtn to MFR? Yes h4: mfg date: 31-dec-2015 h6: FDA method code(s): 4112 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.